Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was placed with difficulty due to patient anatomy. During the implant procedure, the physician chose to reposition the lead. The stylet would not go all the way into the lead lumen. Multiple stylets were tried. It is believed that the lead was in the body for long enough to cause coagulation of blood inside the lumen which obstructed the stylet. The lead was explanted and an alternate lead was placed successfully. No patient complications have been reported as a result of this event.